Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthese considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: no lot information available.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the global advantage stem, head, and apg glenoid were removed to implant and reverse ts. The components were well fixed, but rotator cuff function had deteriorated causing the need for a reverse ts. No surgical delay. Doi: unknown, dor: (B)(6) 2021, unknown side.